Event description:
It was reported that when the device was used during a low anterior resection, the anvil became loose and would not close. Another device was used to compelte the case. There were no consequences to the pt.